Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic area pain-sharp") in a (B)(6)-year-old female patient who had essure (batch no. 796893) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tonsillectomy, gravida ii and parity 2 (date of births: (B)(6)). Concurrent conditions included body mass index increased. Concomitant products included sumatriptan (imitrex) for migraine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced back pain ("lower back pain-dull"). On an unknown date, the patient experienced anxiety ("anxiety"), migraine ("migraines"), oesophageal motility disorder ("esophageal dysmotility"), gastrointestinal disorder ("gi issues"), dysmenorrhoea ("more painful periods"), mental disorder ("caused or aggravated any psychiatric and/or psychological condition") and treatment noncompliance ("she did not use any contraception until the confirmation test results were received"). The patient was treated with ibuprofen (advil) and surgery. Essure was removed on (B)(6) 2014. In 2014, the pelvic pain, back pain and dysmenorrhoea had resolved. At the time of the report, the anxiety, migraine, oesophageal motility disorder, gastrointestinal disorder, mental disorder and treatment noncompliance outcome was unknown. The reporter considered anxiety, back pain, dysmenorrhoea, gastrointestinal disorder, mental disorder, migraine, oesophageal motility disorder, pelvic pain and treatment noncompliance to be related to essure. The reporter commented: she received treatment for anxiety ((B)(6) 2012; medication). She did not claim allergic to nickel or any other component of essure and hypersensitivity reaction to nickel. She did not retain any portion of essure. Diagnostic results (results not provided): on (B)(6) 2011: essure confirmation test; hysterosalpingogram. (B)(6) 2014: MRI for migraines. In 2015: barium swallow test for acid reflux and other testing for esophageal dysmotility. (B)(6) 2015: esophageal function test for acid reflux. On (B)(6) 2016: endoscopy and other test for gi issues. (B)(6) 2017: eeg for chest pain (as reported). Body mass index was 24.5 kg/sqm. Most recent follow-up information incorporated above includes: on 4-dec-2017: pfs received: reporters details, historical, concomitant condition, lab data and essure lot number were added. Previously reported event "severe and permanent injuries" was replaced by the specific events: anxiety, migraines, esophageal dysmotility, gi issues, pelvic area pain-sharp, lower back pain-dull, more painful periods, caused or aggravated any psychiatric and/or psychological condition and she did not use any contraception until the confirmation test results were received. Essure was removed, case upgraded to incident. (B)(4). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic area pain-sharp") in a 21-year-old female patient who had essure (batch no. 796893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tonsillectomy, gravida ii and parity 2 (date of births: (B)(6) 2009 and (B)(6) 2011). Concurrent conditions included body mass index normal. Concomitant products included sumatriptan (imitrex) for migraine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In october 2011, the patient experienced back pain ("lower back pain-dull"). On an unknown date, the patient experienced anxiety ("anxiety"), migraine ("migraines"), oesophageal motility disorder ("esophageal dysmotility"), gastrointestinal disorder ("gi issues"), dysmenorrhoea ("more painful periods"), mental disorder ("caused or aggravated any psychiatric and/or psychological condition") and treatment noncompliance ("she did not use any contraception until the confirmation test results were received"). The patient was treated with ibuprofen (advil) and surgery. Essure was removed on (B)(6) 2014. In 2014, the pelvic pain, back pain and dysmenorrhoea had resolved. At the time of the report, the anxiety, migraine, oesophageal motility disorder, gastrointestinal disorder, mental disorder and treatment noncompliance outcome was unknown. The reporter considered anxiety, back pain, dysmenorrhoea, gastrointestinal disorder, mental disorder, migraine, oesophageal motility disorder, pelvic pain and treatment noncompliance to be related to essure. The reporter commented: she received treatment for anxiety (jan2012; medication). She did not claim allergic to nickel or any other component of essure and hypersensitivity reaction to nickel. She did not retain any portion of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. (B)(6) 2011: essure confirmation test; hysterosalphingogram nov-2014: MRI for migraines 2015: barium swallow test for acid reflux and other testing for esophageal dysmotility feb- 2015: esophageal function test for acid reflux 2016: endoscopy and other test for gi issues mar2017: eeg for chest pain (as reported) most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.